Event description:
Baxter sweden reports a transfer set with a leak as a result of a crack in the main body. The pt went to the hosp and rec'd a transfer set change and was treated prophylactically with vancomycin (dose unknown). No pt injury reported.